Event description:
A past event was reported where the customer experienced a low blood glucose level, reaching 44 mg/dl. The customer consumed glucose tablets to address the low level and did not require any third-party assistance. Although the control-iq feature was active on their pump, the specific cause of the low blood glucose was unknown. Customer care advised consulting a healthcare professional to determine factors impacting blood glucose levels, and the customer agreed to this recommendation. The pump data upload was pending confirmation.